Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation surgery with two 425cc mentor smooth round moderate profile saline breast implants experienced right sided breast pain and left sided capsular contracture baker grade unknown post procedure. Patient experienced left sided scar tissue and radiating pain. The pain has now felt on the right side. As a result, patient has a planned explantation on (B)(6) 2021. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On august 11, 2021, mentor became aware that patient experienced left sided capsular contracture baker grade IV. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).